Manufacturer narrative:
The system was examined and the reported ¿system message (sm)¿ was observed (via event logs). However, when the system was tested by the company representative, the system was found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on july 21, 2003. Based on qa assessment, the product met specifications at the time of release. Although the reported ¿sm¿ was confirmed, no functional problem was found during testing by the company representative. Therefore, based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the system shut down after handpiece connection. Additional information has been requested.